Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient described fluctuations in his hearing impressions with the vibrant soundbridge. A re-implantation with a cochlear implant is considered, since the patient is nearly out of indication criteria for the vibrant soundbridge due to his proceeding hearing loss.